Event description:
No sample or picture are available for evaluation. Without the proper sample or picture evaluation it is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The possible backflow may have occurred when the clinician did not place the solutions at the same height or significantly below the patient's position. Gravity could have caused the solutions to flow back into the bag. However, a sample or additional evidence and information is needed in order to determine the exact root cause. The current process controls detection includes 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift . This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) 100% visual inspection is performed in manufacturing line. The affected admin set lot was not provided by the customer. Therefore, batch review could not be performed.

Event description:
The following has been reported: customer reported: (B)(6) or anesthesia provider: customer was giving propofol on a syringe pump into a gravity ivenix set 003225 stated that the propofol backed up into her main lr bag. Customer stated the tubing is unsafe. Explained that this was working as designed- ssm suggested to customer to use the IV fluids on a pump if using the ivenix tubing without any back check valves customer did not go to any training sessions. So, explained that the ivenix tubing does not have a back check valve. A preliminary review identified the following issue: backflow into primary or secondary. Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.